Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter read inaccurately high compared to another device (unspecified nurse's meter). The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy occurred on (B)(6) 2020 at 2:00 pm. The patient claimed obtaining blood glucose readings of "400, 510, 511 and 289 mg/dl" with the subject meter and "226 mg/dl" on the other device, performed within 30 minutes of each other. The patient stated that she manages her diabetes with a fixed dose of insulin (levemir 15 units at night and novolog 20 units in the morning). In response to the elevated reading of "400 mg/dl," the patient reported administering 13 units of novolog at 2:00 pm. The patient claimed developing symptoms of feeling "weak, dizzy, shaking, about to pass out and nervous" at around 2:00 pm, after administering the insulin. The patient reported being treated by her son with orange juice and coca cola and felt better afterwards. The patient claimed that after treatment, her blood glucose was measured on the nurse's device and a reading of "122 mg/l" was obtained. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing the cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking extra insulin based on an alleged inaccurate high result obtained with the subject meter.